Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample was returned for evaluation. A visual insepction, pressure test and functional test were performed. During the flow test and pressure test it was identified that the bag was leaking from the injection site, verifying the reported condition. The cause of the leak is unknown. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an intrivia container leaked from the port. The bag was filled with midazolam. Upon closer inspection it was observed that the port appeared to be ¿stretched out, but showed no elasticity¿. This malfunction occurred before use. There was no patient involvement. Additional information was requested and is not available.